Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt arrived at the hosp with a red heart alarm. The pt's controller was changed by hosp staff and the problem ceaser. The pt was sent home after approx 30 mins of observation. Later, the pt reported that the red heart alarm was occurring again. The pt was hand pumped, returned back to the hosp and placed on electric actuation of the lvad. The pump began functioning electrically; however, several times during the right electric actuation of the lvad failed. As a result, the pt was hand pumped and switched to pneumatic actuation of the lvad using a strike volume limiter and drive console. The vad coordinator noted significant black dust in the vent filter which had been changed 4 hrs prior. Three days later the pt was transplanted.

Manufacturer narrative:
The pt was transplanted. The device is scheduled to be returned to the MFR for analysis. No further info is available at this time.